Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received medical treatment due to hypoglycemia from paramedics. The patient's blood glucose levels reached lower than 70 mg/dl while wearing the pod between. The patient was treated with glucose gel. The patient could not provide any further information.